Event description:
It was reported that the patient's stimulator has not worked the same since her dog jumped in her and knocked her back. She felt "a knot in her back by the incision" and it felt like something was "pulling." The impedance measurements were all within normal limits. Reprogramming was not successful. The patient experienced pain with her stimulation and that her stimulation was only in one spot; not where it had previously been. It was noted that the patient "loves" her stimulator. She has decreased hip pain and is able to sleep better. The healthcare provider confirmed that the patient experienced a lack of effect and a new pain. The patient's device was reprogrammed. Stimulation was only located in the left thigh and hip area. There was no stimulation on the right side. The impedance measurements were within tolerance. An x-ray confirmed that the lead has not moved. A surgical revision has been scheduled.